Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted 2 years was at mol2 with a monitoring voltage of 2.59 v and a charge time of 14.1 sec. There was a concern about premature battery depletion.